Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's mother reported receiving erratic readings on their adc meter. They reported receiving readings of 296 mg/dl, 76 mg/dl and 64 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. She further reported the customer felt "fussy and hungry" indicating he was hypoglycemic. No self-treatment was reported. No third-party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.